Manufacturer narrative:
Additional suspect medical device components involved in the event: model #: sc-2218-70, serial #: (B)(4), description: linear st lead, 70cm; model #: sc-4316 lot #: 15963203 description: next generation anchor kit-sterile. The explanted devices were not returned to bsn as they were kept by the medical facility.

Event description:
A report was received that the patient was having a leg weakness which was not device related. It was unknown what cause of the patient's leg weakness. The patient underwent an explant procedure.